Manufacturer narrative:
(B)(4). Batch # r93c1v. Device manufacture date is 5/23/2018. The shaft was received with the electrode tip broken/detached but returned. The instrument was disassembled and it was noted that a portion off the electrode was still attached to the weld. It could not be determined what may have caused the incident reported. A batch history record review was performed and a protocol was created during the manufacturing of this batch, but was not related to the event description. Additionally, no defects or nc's related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic myomectomy, the shaft and the electrode were broken off. The device was used to remove a very big and solid myoma. The shaft was extremely loaded. The broken pieces were retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.